Manufacturer narrative:
Although a definitive root cause cannot be established, the probable root cause is attributed to an inadequate connection of sterile adaptor to the usm or disengagement of the adaptor from the usm. The customer reseated the sterile adaptor to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer was having a camera operation issue. The single port firefly endoscope automatically switched to cobra pose after installing the endoscope. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised reinstalling the sterile adaptor (sa) and restarting the system if needed. No site visit was conducted. The system was working properly and no additional action was required, as the issue was resolved. Isi has not received the endoscope involved with the alleged issue to perform failure analysis.